Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the valve and commander delivery system got stuck in the 16fr esheath+ within the light blue portion of the esheath+. The system was removed as a unit while maintaining the wire. A new 16fr. Esheath+ was advanced over the wire, and the light blue portion of that esheath became damaged as well. A third 16fr. Esheath+ was placed over the wire after an aggressive blunt dissection in the left common femoral (possibly done by the operator to allow passage of the sheath). The valve was mounted on the new commander delivery system, and implanted successfully. Per pre-deco findings, the esheath did not expand and the distal tip was torn.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The device was not returned for evaluation. The returned device was visually examined, and the following was observed: the sheath shaft was curved, the liner was unexpanded and tip unopened, the strain relief was wrinkled, and there were scratches on the sheath shaft. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The 3mensio imagery was provided and the following was noted: the patient's left access vessel had presence of tortuosity and calcification. The reported event for esheath distal tip torn was confirmed during evaluation of returned device. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the crimped valve and sheath tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.